Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The device history record for zimmer skin graft mesher serial number: (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 6 september 2019, it was reported that a mesher had a damaged comb and a damaged ratchet handle on (B)(6) 2019. The customer returned a zimmer skin graft mesher serial number: (B)(6) as well as 1.5:1 cutter serial number: (B)(6) for evaluation. Evaluation of the device on 4 september 2019 noted that none of the pretests could be performed due to the comb being out of shape and that the bottom roller, gear, and side plates were worn. Upon further evaluation, it was found that the handle was jammed and was able to be pulled apart. The shoulder bolts, washers, and nuts were to be replaced. The returned cutter was found to have damaged blades and was deemed non-repairable. Repair of the mesher occurred the same day and involved replacing the comb, sideplates, bottom roller, roller gear, shoulder bolts, washers, nuts, and the ratchet handle. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the comb was bent and that the ratchet handle was damaged, it cannot be determined from the information provided as to what caused the comb to become bent or the ratchet to become damaged such that it would jam and be pulled apart. As such, a specific root cause of the reported issues cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Concomitant medical products: item number: 00770301500, z.s.g.m. Cutter 1.5:1 ratio caution: sharp, serial number: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the unit had a damaged comb and damaged ratchet handle. The issue occurred before surgery. Subsequently, this did not cause patient harm, and there was no delay. The surgery was completed using an alternate device. No adverse events were reported as a result of this malfunction.